Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have both tall input disks broken. Input disks six and seven were found completely broken from the inside of the housing. Additionally, the instrument was found to have damaged insulation on the conductor wire at the distal end. The wires are exposed. The instrument passed electrical continuity. There was no thermal damage and no missing material.

Event description:
It was reported that the fenestrated bipolar forceps instrument had an unknown defect. There was no report of patient injury.